Event description:
It was reported that there were no audible or visual alarms on the s/5 monitor during a patient case. The event did not contribute to a death or serious injury or require medical or surgical intervention by a health care professional. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unknown.